Event description:
As reported, the saber rx 5mm4cm155 percutaneous transluminal angioplasty (pta) balloon catheter crossed the lesion and was inflated; however, it ruptured at 8 atmospheres (atm). It was replaced with another unknown balloon catheter and the procedure was completed. There was no reported patient injury. The lesion was the superficial femoral artery (sfa) which had severe calcification. There was moderate vessel tortuosity. The percentage of stenosis was 90%. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty removing the product from the hoop, balloon cover, or the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product into the patient. The device was prepped normally (i.e. Maintain negative pressure). A non-cordis inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The plunger depressed into the syringe/indeflator when trying to inflate. Leakage was not noted from the balloon, shaft, hub, or other unknown segment. The balloon catheter did not kink while being used. The balloon catheter was removed easily. The product was removed intact (in one piece) from the patient. The procedure was completed with another non-cordis balloon catheter. The device is expected to be returned for evaluation.

Manufacturer narrative:
This device is available for analysis but the device has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82193114 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the saber rx 5mm4cm155 percutaneous transluminal angioplasty (pta) balloon catheter crossed the lesion and was inflated; however, it ruptured at 8 atmospheres (atm). It was replaced with another unknown balloon catheter and the procedure was completed. There was no reported patient injury. The lesion was the superficial femoral artery (sfa) which had severe calcification. There was moderate vessel tortuosity. The percentage of stenosis was 90%. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty removing the product from the hoop, balloon cover, or the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product into the patient. The device was prepped normally (i.e. Maintain negative pressure). A non-cordis inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The plunger depressed into the syringe/indeflator when trying to inflate. Leakage was not noted from the balloon, shaft, hub, or other unknown segment. The balloon catheter did not kink while being used. The balloon catheter was removed easily. The product was removed intact (in one piece) from the patient. The procedure was completed with another non-cordis balloon catheter. The device is expected to be returned for evaluation.

Manufacturer narrative:
As reported, the saber rx 5mm x 4cm 155 percutaneous transluminal angioplasty (pta) balloon catheter crossed the lesion and was inflated; however, it ruptured at eight atmospheres (atm). It was replaced with another unknown balloon catheter and the procedure was completed. There was no reported patient injury. The lesion was the superficial femoral artery (sfa) which had severe calcification. There was moderate vessel tortuosity and stenosis was 90%. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty removing the product from the hoop, balloon cover, the stylet, or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product into the patient. The device was prepped normally (i.e. Maintain negative pressure). A non-cordis inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or the guide catheter. There was no difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion. The catheter was never in an acute bend. The plunger depressed into the syringe/indeflator when trying to inflate. Leakage was not noted from the balloon, shaft, hub, or other unknown segment. The balloon catheter did not kink while being used. The balloon catheter was removed easily. The product was removed intact (in one piece) from the patient. The procedure was completed with another non-cordis balloon catheter. The product was returned for analysis. A non-sterile saber rx 5mm x 4cm 155 percutaneous transluminal angioplasty (pta) was received for analysis inside a plastic bag. Per visual analysis, no anomalies were observed by the naked eye. Per functional testing, a lab sample inflator/deflator device partially filled with water was attached to the inflation lumen of the unit and pressure was applied. A balloon leakage was observed coming from a rupture in the proximal section of the balloon. No other anomalies were observed. Per microscopic analysis, balloon rupture was confirmed on the proximal section of the balloon. Sem analysis was performed, results showed that the leakage on the balloon presented evidence of a ruptured condition and scratch marks near the damaged area on the balloon. This type of damage is commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the balloon could have led to the damaged condition found on the received device. It seems the material near the damage was ruptured with a sharp object from the outside of the device. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 82193114 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ was confirmed via device analysis as a leakage was noted on the proximal section of the balloon surface due to a puncture/rupture. However, the exact cause cannot be determined. The outer surface of the balloon presented evidence of scratch marks adjacent to the balloon rupture. It is likely vessel characteristics of 90% stenosis, moderate tortuosity, and severe calcification contributed to the reported event as evidenced by device analysis. The balloon material near the rupture, appears to have been punctured either due to the interaction of the balloon with calcified spicules located on the lesion or with a sharp object from the outside of the balloon. According to the warnings in the safety information in the instructions for use ¿the balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the saber rx 5mm4cm155 percutaneous transluminal angioplasty (pta) balloon catheter crossed the lesion and was inflated; however, it ruptured at 8 atmospheres (atm). It was replaced with another unknown balloon catheter and the procedure was completed. There was no reported patient injury. The lesion was the superficial femoral artery (sfa) which had severe calcification. There was moderate vessel tortuosity. The percentage of stenosis was 90%. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty removing the product from the hoop, balloon cover, or the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product into the patient. The device was prepped normally (i.e. Maintain negative pressure). A non-cordis inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The plunger depressed into the syringe/indeflator when trying to inflate. Leakage was not noted from the balloon, shaft, hub, or other unknown segment. The balloon catheter did not kink while being used. The balloon catheter was removed easily. The product was removed intact (in one piece) from the patient. The procedure was completed with another non-cordis balloon catheter. The device is expected to be returned for evaluation.